Manufacturer narrative:
Risk assessment indicates: there were two scenarios reviewed as part of the risk analysis. Severity: 3 (critical) - there has been no mistreatment or injury reported. The table tries to move to the position provided in the plan received from the ois until the user stops the motion. Case 1: 2 (moderate) in case, the user does not detect the table movement during treatment, a part of one fraction may be irradiated to the wrong location. This may cause a moderate injury if it happens for one fraction. Case 2: 3 (critical) in worst case an unexpected table movement may potentially result in a serious injury of the pt or an irradiation with dose to wrong location. Probability: c remote. Case 1: d (occasionally) it may happen for one fraction, that the user confirms a jaw position override during pt treatment and an unexpected table movement occurs afterwards. Case 2: c (remote) there has been no mistreatment or serious injury reported. The issue was recognized during imrt qa. It is very likely, that an unexpected table movement is recognized immediately by the therapist, as he has to always monitor the pt during treatment. A jaw position override is a very rare case and the users will pay special attention, if such an override is required. As it is also annoying for the therapist and delaying the treatment, the plan will be adapted, so that the jaw position override is not required for subsequent fractions.

Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. There was an unexpected table movement during an autosequence caused by an out of tolerance y-jaw override. Further investigation for corrective action is required.